Event description:
As reported by an edwards field clinical specialist, prior to the transfemoral tavr, it was noted that the patient access vessels were tortuous and calcified. During the procedure, difficulties were encountered during the advancement of a 29 mm sapien 3 valve and delivery system through the esheath+, resulting in the delivery system buckling. The valve and delivery system exited through the side of the sheath and became struck in the right external iliac artery (reia). Attempts were made to get the valve back into the sheath, which resulted in valve movement on the balloon. While the valve was still on the balloon, the delivery system hypotube was cut and the delivery system and sheath were removed. The valve remained lodged in the right external iliac artery (reia). Unsuccessful attempts were made to snare the nosecone and valve. During the attempts, the right common femoral artery (rcfa) evulsed, causing major bleeding. The patient received 7+ units of packed red blood cells (prbc). A vascular cutdown was attempted but was unsuccessful. The patient expired after several hours of attempting to correct the complications.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing, and dimensional analysis could not be performed. Review of the case 3mensio report revealed that tortuosity and calcification were present in the patient vessel. Review of the procedural imagery revealed the valve was positioned proximally to the distal valve alignment marker, appearing partially dislodged from balloon. A device history review (DHR) review and lot history review could not be performed as no device lot number was provided. A complaint history review from august 2021 to july 2022 for the edwards commander delivery system (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (excessive manipulation) and patient factors (vessel tortuosity) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. The complaint for 'thv moves on balloon' was confirmed through returned procedural imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Without the work order information, a review of the device history record and lot history was unable to be performed and is unable to confirm that a manufacturing non-conformance contributed to the complaint. However, a review of complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, 'did not advance valve past that point as the delivery was buckling due to non-compliance if iliac artery and it exited the esheath and got stuck. The valve partially come off the balloon and the was lodged in the reia calcification and tortuosity.' Per the IFU/training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Calcification and tortuosity were noted in the patient's access vessels. Calcification and tortuosity can create sub-optimal angles or reduce the vessel lumen diameter and may lead to resistance during delivery system withdrawal. Such non-coaxial withdrawing angles can cause the crimped valve to catch onto the distal tip of the sheath. If excessive manipulation is used when the valve caught at the tip, it likely pulled the valve past the proximal valve alignment marker. Available information suggests that patient (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07140.